Event description:
It was reported that the pump's battery would not charge, despite attempts using different wall outlets and charging cables. There was no adverse impact on the customer's blood glucose level, which remained below 500 mg/dl. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on returning the faulty pump and using an alternate method for insulin delivery in the interim.